Event description:
It was reported pre-op on (B)(6) 2025 and topical skin adhesive was used. Contaminated with foreign matter in one single-package box. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Is it possible that the foreign material fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? Will the device be returned for evaluation? If yes please return all relevant packaging material. Was the procedure completed without any adverse effect to the patient? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please perform and document the follow up attempt for product return. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the (B)(6) device was returned inside it's unopened packaging. Upon visual inspection, no foreign matter was observed inside of the packaging. However, stains of the liquid adhesive were observed on the tyvek. The stains of the liquid adhesive on the tyvek belonged to another pen device of the same product code (dermabond). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was on the tyvek. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.